Event description:
It was reported that pump displayed cartridge alarm 20 while customer was using device, and issue did not occur during cartridge loading or involve any previously reported cartridge alarms for this pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to load new cartridge using proper technique, successfully loaded replacement cartridge, and resumed insulin therapy, while original cartridge lot number remained unavailable.